Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unable to perform the prime test due to loose drive support disk. See scanned page.

Event description:
It was reported that the insulin pump alarmed during rewind. Nothing further was reported.